Event description:
Pt's meter had two issues. They kept getting an error 2 message on their meter. The issue was not resolved with troubleshooting. They also stated that a test would not start on their meter. This issue was also not resolved with troubleshooting. They did not have any symptoms. There was no medical intervention or treatment given. They were sent a replacement meter. No further info has been reported.